Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing and displayed service code 203 (pulse test fault). The cause for the failure and service code was isolated to oxidation on the pins of the j1000 connector on the c/a board. The oxidation build-up on the connector pins increased the resistance, causing the failure. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported being unable to complete incoming functional testing.